Manufacturer narrative:
Isi has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. No image or procedure video was provided for review. A review of the instrument log for the instrument (pn 471405-06/lot # k10210809-0004) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2022 on system sk3812. The instrument had ten uses remaining after last use. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, a ¿branch¿ of the fenestrated bipolar forceps broke off and fell into the patient. The broken piece was removed immediately. There was no delay and no patient harm. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on (B)(6) 2022 and obtained the following additional information: the fragment was retrieved with a gripping instrument through the assistant cannula. All fragments were retrieved and this was confirmed with visual inspection. No additional surgical procedure was required and no post-operative tests were performed. The surgeon does not know what caused the instrument to break. It is unknown how long the instrument was in use prior to the issue. The instrument was inspected prior to use and there was nothing unusual. It is unknown what surgical task was being performed when the fragment fell or if there were any instrument collisions. The surgeon did not notice any issues with instrument functionality. The instrument was removed prior to the breakage and the wrist was straightened prior to removal. Upon final removal of the instrument, the instrument wrist was straightened, there was no resistance through the cannula, and there was no damage to the cannula or instrument. There was no patient injury. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. No other patient information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.175" x 0.667" was found to be broken off the yaw pulley. The broken piece was returned.

Event description:
Refer to h10/h11 for follow-up information.